Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" the tubing was misshapen. There was no report of patient impact. The following information was provided by the initial reporter: tubing bent and mis-shapen, unable to use.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" the tubing was misshapen. There was no report of patient impact. The following information was provided by the initial reporter: tubing bent and mis-shapen, unable to use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-jan-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Nexiva unit from lot number 2109562. Through the visual inspection, the packaging was damaged. The returned sample showed evidence that the extension tubing was compressed and flattened in the seal of the packaging. The catheter, with its overlaying needle cover, were also apparently caught in the seal and, in a single process at the cutting station, the tip of each component was cut away at the same location. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.0" the tubing was misshapen. There was no report of patient impact. The following information was provided by the initial reporter: tubing bent and mis-shapen, unable to use.